Event description:
It was reported that the patient was revised two weeks post-initial implantation due to head dislocation. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4) g2: foreign- japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g3, g6, h1, h2, h3, h6, h11 corrected sections: h4, h6 (component code). Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device is used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient was revised two weeks post-initial implantation due to glenosphere disassociation. During revision the central screw was found to be loose as well. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d10, g3, g6, h1, h2, h11 the following sections were corrected: b5, d4, d2, g4, h4, h6. D10: cat: 115395 lot: 66770438 comp rvs cntrl 6.5x25mm st/rst. Cat: 110027734 lot: unknown compr vrs glen pps min tpr adr. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.